Event description:
It was reported the devices were used during a laparoscopic nissen with laparoscopic cholecystectomy. It was reported the lcs shear did not line up at the tips. It was reported the trocar red button would not activate the blade. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49532. Ees #.981039-2/j. D6: device returned with no lot identification. Endopath dilating tip trocar: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.